Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('pelvic abscess') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abscess ("abscess"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure, hysterectomy and novasure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic abscess, menorrhagia, pelvic pain and abscess outcome was unknown. The reporter considered abscess, menorrhagia, pelvic abscess and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('pelvic abscess') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abscess ("abscess"). The patient was treated with surgery (laproscopic bilateral salpingectomy with removal of essure, hysterectomy and novasure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic abscess, menorrhagia, pelvic pain and abscess outcome was unknown. The reporter considered abscess, menorrhagia, pelvic abscess and pelvic pain to be related to essure. The reporter commented: it was reported that she had 4 coils on r(right), 6 coils on l(left). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality-safety evaluation of product technical complaint. On 14-oct-2020: plaintiff fact sheet received. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.